Manufacturer narrative:
The reported event of device contaminated with blood file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the attached message contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Customer states there was no patient involvement.

Event description:
The customer reported that the a device was received in biomed will blood spilled on the case, possibly from a tubing leak. No patient involvement was reported.